Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The upstream sensor was replaced as it is a known contributor to the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had constant air in line alarms. It was also reported there was no pt involvement.